Manufacturer narrative:
(B)(4). The reported inability to interrogate was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that device was unable to be interrogated while still in the box. A different room and programmer were attempted, but interrogation was still not possible. The device was not used or implanted.